Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: during investigation, moisture corrosion was observed inside the battery compartment and visible under the display lens. The pump was opened and moisture damage was found on internal components. Leak testing revealed a leak in the pump case between the display lens and case seal. Due to moisture ingress the pump was completely unresponsive when the battery was inserted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and moisture in the battery compartment after the patient was swimming with the pump. There was no damage to the battery compartment alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.